Manufacturer narrative:
The insulin pump has to reset time/date and received unexpected restart alarm after changing battery, problem isolated to interface board. Pump passed displacement test and self test. No external flash crc error alarm noted. Unit had displayable history crc check failed on startup alarm in alarm history file. A47 alarms due to corrupted history files.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer reported insulin pump did not require rewind. Customer stated that the alarm occurred immediately after a battery change. Troubleshooting was declined for insulin pump error. Customer advised to insulin pump will need to be replaced and to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.